Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant of the right ventricular (rv) lead the physician was "unable to measure lead parameters." Multiple troubleshooting steps were conducted to no avail and eventually the physician lost confidence in the product and asked for a new lead. The lead was extracted and a new lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.